Event description:
My daughter has glycogen storage disease 1b and is on a continous feeding pump to sustain her blood sugar 24hr/7 days a week. In early 2009, we loaded a brand new -enteralite infinity-pump set, checked settings on the pump -rate: 55cc/hr; dose: inf- and started her pump at 12:45pm. At 2pm, her blood sugar was 124. I checked her pump to make sure it was functioning properly and found it had turned itself off. Had I not found that the pump was off "fk" would have become severely hypoglycemic/seizure within 30 minutes of when the pump shut off. This pump failure put my daughter at risk for a life threatening event.